Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the surgeon side console (ssc) foot pedal assembly and the foot pedal cable to resolve the customer reported issue. The system was tested and verified as ready for use. The ssc foot pedal assembly was returned to isi for failure analysis (fa). Fa investigation could not confirm nor replicate the issue. The foot pedal assembly was installed into an in-house system and powered-up in normal mode with the light emitting diodes (led) lit. The unit passed communication, all pedals were functional. The unit was subjected to power-cycles for two (2) hours without any errors. The foot pedal cable was determined to be the root cause of the error(s). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a repeated non-recoverable fault from their system. The intuitive surgical, inc. (Isi) clinical territory associate (cta) reported the customer power-cycled the system, but the fault returned. The system logs reflected error 42: invalid (unsupported) foot tray on the surgeon side console (ssc). An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended powering down the system and reseating the blue fiber connection and the foot pedal assembly cable. The tse asked the cta if the customer had another console available as a back up in case the fault returned. The cta stated the customer did. The cta elected to bring in the other console instead of reseating the foot tray cable, as it was difficult to get to. The second console resolved the issue. The procedure was aborted to another da vinci system with no report of patient harm, injury, or adverse outcome.